Event description:
A hospital in (B)(6) reported the following to a fisher & paykel healthcare (fph) field representative in (B)(4): "patient was set up on opt844 at 13:00 on the 18th and had to be removed according to physio's at 12:oo pm on the 19th due to top lip breaking down." The hospital further reported that the patient is doing well.

Manufacturer narrative:
(B)(4). The complaint opt844 adult nasal interface is not expected to be returned to fph (B)(4) for inspection. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we receive further information from the hospital and have completed our analysis.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a patient was on an opt844 optiflow nasal cannula for almost 24 hours; however, the set-up was removed as the top lip of the patient was observed "breaking down". No patient consequence was reported as a result of this incident. The hospital further reported that the "patient is fine."

Manufacturer narrative:
(B)(4). The complaint opt844 optiflow nasal cannula was not returned to fph in (B)(4) for investigation. Our analysis is accordingly based on the event description, additional information provided by the hospital, and results of previous investigations on similar complaints. Based on the limited information we received, the reported "lip breaking" sustained by the patient may be due to incorrect setup and usage, including overtightening of the headgear strap. The fph optiflow nasal cannula user instructions indicate in pictorial form the correct set-up and use/fitting of the opt cannula, and state the following: "ensure nasal cannula is sized correctly and does not create a seal in the nares." "Use only approved setup." No patient consequence was reported as a result of this incident. It was also reported that the "patient is fine". An fph field representative has confirmed that the hospital staff are trained on the proper set-up and correct use of the fph optiflow nasal cannula.